Manufacturer narrative:
Continuation of d10: product ID: a820, lot# unknown, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown/unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp was reported they were calling in from the patient location stating that the handset device and myptm application was stuck at 90% and the patient was unable to deliver bonus right away. Hcp expressing frustration on how the patient was unable to deliver bolus right away and has to wait 5 to 10 minutes sometimes. Hcp mentioned this issue happens often with her patients and it' was disrupting her workflow with implant refill and interrogation. Agent explained to the patient going under settings>apps> myptm app /mcm/pds > clear cache from storage have showing to improve the issue her patient had been experiencing. The hcp indicated patient was able to deliver bolus and hcp indicated that she would call back at a later time and date for further troubleshooting. The issue resolved at the time of this report.